Event description:
The device has been explanted.

Event description:
Healthcare professional reported rupture. The device has been explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell, brown particles material was found on the shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken crease sharp, more than three openings striated, stress marks and wear abrasion. Based on the device analysis the final assessment is: a crease sharp edge broken in the side anterior assessed as fold flaw opening. More than three openings striated assessed as surgical damage. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture. The device remains implanted. This record is for the right side.